Event description:
A 24mm diameter x 24mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt on event date. The diameter of the proximal non-aneurysmal aortic neck measured 20 mm. The pt has a history of coronary artery disease and chronic obstructive pulmonary disease. It was reported that the aortic neck was 4cm long, light, slightly flared in the middle and narrowed significantly before the aneurysm sac. It was reported that the physician partially deployed the contralateral limb and placed a 10 french sheath to support the stent graft in place. The right common iliac artery was very tight which put tension on the device as the physician retracted the runners consequently causing the stent graft to slide down and slightly cover the right internal iliac artery. The final angiogram demonstrated no endoleak and successful exclusion of the aneurysm was achieved with a good proximal and distal seal. It was reported that the pt might suffer from claudication of the buttocks; however, the claudication will eventually resolve itself because the left internal iliac artery was patent. It was reported that the pt is fine and is being followed.